Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and a shock because of a possible rapid ventricular response (rvr) due to atrial arrhythmia. Pacemaker mediated tachycardia episodes were found stored in the collection period. Therapy was not exhausted. The patient underwent surgical intervention for an atrioventricular (av) node ablation. No additional adverse patient effects were reported since the ablation.